Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. All consumables were exchanged with no resolution to the notice. Then, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. It then was reported that there was some blood in catheter connection. The balloon catheter was exchanged to resolve the system notice. The case was completed with cryo. No patient complications have been reported as a result of this event.